Manufacturer narrative:
H6. Investigation summary: scope of issue: the scope of issue is only limited to part # 338962 and serial #: (B)(6). Problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2/2 sys ivd ¿ 338962 that leakage of biohazard, without bleach, was not contained within the wet cart instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 11aug2019 to date 11aug2020. Complaint trend: there are 4 complaints related to this issue of a waste leaking underneath the wet cart without bleach; pr# (B)(4) and this one, 1746007. Date range from 11aug2019 to date 11aug2020. Manufacturing device history record (DHR) review: review of DHR part # 338962 serial # v96300575 was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the waste leak found under the wet cart was due to a crack found in fluidic manifold where all the liquid lines connect. The location of the source of the leak is before the waste tank so it was not mixed with bleach. The leak affected additional parts that developed corrosion like on the connection of the waste p3 pump causing it to stop working and not aspirate. The fse (field service engineer) confirmed the root cause and replaced both the fluidic manifold, 644254 - manifold ll3vm2 wetcart, and the damaged pump. Both items are from non-inventoried stock and not returnable, therefore were discarded. After performing the repairs and running tests the fse found no leaks and the instrument was running as expected. Although the leak was waste and potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they were wearing proper ppe (personal protective equipment). Bd facscanto ii instructions for use (IFU), #23-20269-00, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. After the repairs, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety.

Event description:
It was reported that during use with a bd facscanto¿ ii system w/fluidics cart waste leakage occurred outside of instrument. The following information was provided by the initial reporter: leak is waste, it was not contained within instrument, no results affected, no-one hurt.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii system w/fluidics cart waste leakage occurred outside of instrument. The following information was provided by the initial reporter: leak is waste, it was not contained within instrument, no results affected, no-one hurt.